Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the food bolus requests were not delivering and being recorded in the pump history. Blood glucose level was over 500 (mg/dl) with high level of ketones. A bolus via the pump was delivered and a manual injection was administered to address bg level. Review of the pump data logs by tandem technical support verified that the customer delivered correction boluses and delivered one food bolus request per day. Additionally, on several days, it was verified that the bolus requests were delivered as correction boluses and not food bolus requests. The customer acknowledged the information provided. Additionally, during troubleshooting with tandem technical support, the customer entered carbohydrates in the pump and verified that they were registering the pump history.